Event description:
It was reported that the patient received an inappropriate therapy for questionable dual arrhythmia vs atrial arrhythmia with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.